Manufacturer narrative:
Follow-up received on 07-sep-2016 quality-safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-sep-2016 for the following meddra preferred term: fallopian tube perforation. The analysis in the global safety database revealed 457 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that perforation (interpreted as fallopian tube perforation) and migration of implant occurred. Essure and fallopian tubes were removed. This event is serious and listed in the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this particular case, the exact date and mechanism of fallopian tube perforation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since a device removal was required and surgical intervention was performed. Additionally, non-serious events were reported. Technical analysis concluded as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further information could be obtained.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on (B)(6) 2016 from a (B)(6) female consumer and forwarded to bayer on (B)(6) 2016. The consumer's medical history included nickel allergy. On (B)(6) 2008 essure (fallopian tube occlusion insert) was inserted. It was reported that she had complications of device insertion; only one essure microinsert was placed into fallopian tubes. Essure was inserted too deep left, left side could not be performed in oviduct. In (B)(6) 2008 physician tried again, but it failed also. Then, classical sterilization was done. Hysterosalpingogram was done but results was not provided. On an unspecified, consumer experienced, rash, pain in pelvis, lower back pain, pain radiating to legs, tiredness, memory loss, concentration problems, hair problems and blockage in lower body/hips. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that perforation (interpreted as fallopian tube perforation) and migration of implant occurred. Essure and fallopian tubes were removed. This event is serious and listed in the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this particular case, the exact date and mechanism of fallopian tube perforation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since a device removal was required and surgical intervention was performed. Additionally, non-serious events were reported. Technical analysis has been requested. No further information could be obtained.